Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076-58 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged into the right ventricle. The ra lead was removed and not replaced. The device was reprogrammed to vvir to pace/sense only the ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. It was also noted that the number of turns to extend the helix is greater than specification due to dried tissue/body fluid in the sleevehead. This is not a lead failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.